Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl cannot be confirmed; however, the mechanisms described above may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The 20mm sapien xt valve (9300tfx20) is not sold or marketed in the us; however it is deemed similar to the sapien xt valve.

Event description:
As reported through the edwards (B)(4) post-marketing surveillance reporting system, post deployment of a 20mm sapien xt valve, paravalvular leak (pvl) was observed. Postoperative day (pod) 10, amplatzer occluders/plugs were implanted due to ¿significant¿ pvl. The outcome was noted as ¿recovered.¿ on pod15, echocardiogram indicated mild (2+) transvalvular leak with an ejection fraction of 41% and a mean gradient of 19.0 mmhg. No occurrence of a device malfunction or adverse event was observed. The patient was discharged on pod30. The native annular diameter measured 18.0mm with no valvular calcification reported.